Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) shut down and would not restart. The unit was swapped out with another to continue therapy. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device: the iabp unit was removed from the customer's facility and brought to the getinge (B)(4) office. A getinge field service engineer (fse) evaluated the iabp and when pressing the power switch, the iabp unit would not start. The fse evaluated the iabp unit further and observed damage to the power management board. It is suspected that there was liquid intrusion. A replacement power management board has been ordered and repairs are ongoing. A supplemental report will be submitted when additional information is provided.

Event description:
N/a.

Manufacturer narrative:
Additional information - e1(event site postal code : (B)(6)).